Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) recommended customer to reseat the endoscope and sterile adapter on arm 2 and clutch arm2 to clear the memory. Site reseated the endoscope, sterile adapter, and clutched arm 2. Customer stated the surgeon was using the instruments and they functioned properly. The image appeared correctly. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported customer was using a 30-degree endoscope and the image was flipped. Prior to contacting tse, customer used a 0-degree endoscope, and the issue remained with the image being flipped. Customer stated they had a new 30-degree endoscope on the system and the arms were moving in the opposite direction than expected. Tse recommended customer to reseat the endoscope and sterile adapter on arm2 and clutch arm2 to clear the memory. Customer stated the surgeon was using the instruments and they functioned properly, and the image appeared correctly also. Customer continued with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter, however, no further information could be provided.